Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2008, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with retained test strips. Visual inspection was performed on returned meter. No issues were observed. Meter did not power on with button depression and test strip insertion. Meter was de-cased and internal visual inspection was performed, no issues observed. Extended investigation was performed. Visual inspection has been performed on the de-cased meter and it was determined that blank screen caused due to a faulty central processing unit (cpu). Thus preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Mix-match testing was performed, and a known good cpu was placed on the returned printed circuit board assembly (pcba). The returned meter powered on and was able to function as intended. When the returned cpu was placed on a known good pcba, the known good pcba did not power on. Therefore, this issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.